Event description:
The catheter was inserted in 2005, for drainage of pleural effusion and the pt was returned to the ward. When the staff nurse ml attempted to remove the drainage pigtail on the evening of two days later, resistance was experienced. Although the nurse was not familiar with this type of drainage catheter, she was sure the device was unlocked. An assistant nurse was asked for assistance in removal of the device and the physician was aksed to observe the situation. He noted the catheter had broken and the distal portion was only connected by the locking thread. The proximal portion of the pigtail remained within the pt. The pt was taken for x-rays one day later. The x-ray reports states: "clinicial problem: fractured drainage catheter. The thread within the locked system was still visible at the level of the skin. A small local incision was made and under fluoroscopic guidance, te remaining catheter was extracted satisfactorily. No complications were demonstrated." The x-ray image reveals the whole catheter can be seen, but with a fracture. The distal end of the catheter was only held by the locking thread. After making a small incision in the skin, the end of the catheter was visible and by using a pair of artery forceps, the pigtail portion was easily removed.

Manufacturer narrative:
Evaluation: measuring from the apex of the pigtail, a 9cm section of the device was returned in a used condition. An examination found, the distal side ports and end hole was occluded with what appears to be dried biological matter. An examination of the separation found characteristics that suggest the tubing had ballooned and ruptured. Considering the condition of the device, it appears that the separation occurred as the result of user error rather than the fault of the device in question. It should be noted this device was designed for drainage and not high pressure applications.